Event description:
On 22nd apr 2026, it was reported by an arthrex employee via email that ar-7521 2-0 suturetape batch 100032 of 1ea & ar-7559t tigerlink suturetape 0.9mm wh/blk batch 15441822 of 1ea experienced suture breakage after deployment. The issue was identified during a meniscus and meniscal root repair procedure performed on the same day. No fragments were retained in the patient¿s body, and the procedure was successfully completed using alternative products.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.